Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a scratched case, a scratched keypad overlay, scratched reservoir tube window and cracked battery tube threads.

Event description:
Customer stated that the insulin pump is under-delivering insulin. The insulin pump is not alarming no delivery. Customers blood glucose levels were 323 mg/dl which resulted in her feeling nauseated. Customer reported physical damage the lcd screen and the drive support cap. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.